Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the link was broken at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. Also, the suture was returned intact and there was no indication that it was dragged through the device or suture bearing while retracting the needle plunger which could have contributed to a link break. During testing, the plunger was inserted and retracted successfully without any observable resistance. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.